Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported after implanting all screws and rods, (B)(6) was final tightening the outer nut for the crosslink and it pulled the inner set screw out of the screw head. He thought it was a defective set screw so he changed out the inner set screw. When he put on the outer nut and started to final tighten it, it pulled out the inner set screw again. He tried this again with the same outcome. At this point he examined the threads in the screw head and realized that the threads were gone on one side of the tulip. He then had to remove the rod and change out the actual screw. After changing out the screw, everything locked down as it should. 30 minute delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device found that the initial threads on the screw¿s tulip head had become torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tulip head threads becoming torn off cannot be positively determined. However, the noted damage suggests that inadvertently cross threading of the set screw occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.